Event description:
Customer's mother reported issues with sensor glucose verses blood glucose differences. Customer's mother stated that blood glucose reading was 47 mg/dl, but sensor glucose was reading 110 mg/dl. Customer's current blood glucose level was 149 mg/dl. Customer's mother stated that she removed the sensor and it was bent. Assisted customer with the insertion of a new sensor. Product is being returned and replaced.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed bicarbonate buffer testdop114-830. Sensor passed per specification with accurate readings. Unable to perform insertion complaint due to complaint is against sensor serter customer returned sensor only.